Event description:
The customer reported that after booting up, the system locks up and did not x-ray after sitting for approx 30 mins. A reboot corrected the problem. No pt injury was reported.

Manufacturer narrative:
(B)(4). The system was repaired, found to be operating as intended, and released to the customer for use.